Event description:
Device 1 of 2. Reference MFR report # 1627487-2019-04330. It was reported that patient was not receiving effective therapy from their scs system. Reprogramming was attempted with no success. Diagnostics showed high and low impedances on multiple contacts. It was also found that the leads had migrated into the battery pocket. In turn, surgical intervention was undertaken wherein the entire system was explanted.